Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) had less than 0.5 years remaining for approximately one year. The device was checked and was on elective replacement time (ert) and the longevity was less than 0.5 years remaining. Also, magnet rate was at 85. Boston scientific technical services (ts) discussed battery status and to continue monitoring the battery. Furthermore, the health care professional (hcp) stated conflicting messages on battery and will schedule the replacement. This device remains in service. No adverse patient effects were reported.